Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for a femoral trochanteric fracture. During the blade lock, the impactor was disconnected from the blade before the blade was locked. The surgeon used another screwdriver and the blade was locked. The surgery was completed successfully with about a fifteen (15) minute delay. After the surgery, it was confirmed by x-ray that the blade had been locked. Concomitant device: unknown pfna blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) impactor f/pfna blade. This is report 1 of 1 for (B)(4).